Manufacturer narrative:
Occupation: occupation is lay user/patient. The patient's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The results alleged by the patient were observed in the meter¿s patient result memory, but the date set did not match the alleged date of the discrepant results. Relevant retention test strips (lot 368872) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the thromboplastin li method. At 7:00 a.m. The meter results were 2.9 inr and 3.0 inr and at 10:30 a.m. The laboratory result was 2.2 inr. The patients therapeutic range was not provided. The patient stopped taking warfarin 5 days prior for an unrelated procedure. The patient is in stable condition.